Event description:
A vaxcel mini port was implanted for the infusion of therepeutic medication in 2003. In 2004, while experiencing difficulty drawing blood, it was noted that a fracture had developed to the middle of the port. The catheter portion of the device had to be removed from the right atrium through the groin area.